Manufacturer narrative:
Evaluation of the returned 3maxc confirmed a mid-shaft fracture. Yield marks were present near the fracture sites. This indicates that the 3maxc was likely kinked prior to fracturing. If the 3maxc is forcefully mishandled at an extreme angle during advancement, damage such as a kink and subsequent fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 and m2 segment of the middle cerebral artery using a penumbra system 3max reperfusion catheter (3maxc), a penumbra system ace 68 reperfusion catheter (ace68), and a guidewire. During the procedure, while advancing the 3maxc into the ace68, the physician noticed that the 3maxc broke at the proximal one third; therefore, the 3maxc was removed. The procedure was completed using a new 3maxc and the same ace68. There was no report of an adverse effect to the patient.